Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. It could be confirmed from the provided x-rays that only one plate is broken in two pieces. It shows also that this is not a plate with 20holes. If a 20holes plate was used cannot be confirmed based on the x-rays as only 7 holes are visible. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient experienced pain in their abdomen and an x-ay showed that the plate had broken into two (2). The original implant date was december 11, 2020. Revision surgery has not been performed. Concomitant devices reported: recopl 3.5 straig 20ho l260 sst (part number 245.039, lot unknown, quantity 1) this report involves one (1) 3.5mm low profile reconstruction plate 20 holes. This is report 2 of 2 for (B)(4).